Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. The leak was described as, ¿one draft flows inside the pump¿. This occurred during preparation, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between march 1, 2023 - march 2, 2023. H10: the actual device was received for evaluation. Visual inspection was performed which noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened red luer cap (not a baxter product). A functional leak test was performed and the red cap was hand tightened; the device was monitored till the next day and no signs of leak were observed. The folfusor unit was determined to be conforming product during functional testing. The reported condition was verified during visual inspection; however, not verified during functional testing. The cause of leak could not be determined; however, the cause may be due to an user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.